Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide the lot number? No further information is available. Procedure name? No further information is available. No further information will be provided. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab broke during continuous suturing. No adverse patient consequences were reported. Additional information was requested.